Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00452. It was reported that stent foreshortening occurred. The target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). After deploying a non-bsc embolic protection device distal to the vein graft and crossing the lesion with a non-bsc guide wire, a 4.00x32mm promus premier¿ drug-eluting stent was implanted. A second 4.00x20mm promus premier¿ drug-eluting stent was then advanced but issues were encountered delivering the device. The physician deep seated the guide catheter causing deformation to the implanted 4.00x32mm promus premier¿ stent. The second 4.00x20mm promus premier¿ stent was deployed and upon removal of the non-bsc embolic protection device, it jailed behind the second 4.00x20mm promus premier¿ stent. The entire length of the 4.00x32mm and 4.00x20mm promus premier¿ stents were crumpled up about 10mm on the proximal end of the svg. Subsequently, the stents were post-dilated with a 5.0x20mm non-bsc balloon catheter and the non-bsc embolic protection device was removed. No patient complications were reported.